Event description:
It was reported that cartridge alarm 20 occurred during load process and caller had experienced cartridge alarms with consecutive cartridges on same pump. There was no adverse impact to the customer's blood glucose level. Customer waited for prompts during load process, received guidance from technical support to load new cartridge using proper technique, successfully resumed insulin therapy, and pump was scheduled for replacement.